Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; although specific value was not provided with traces of moderate and low ketones. The ketones were identified as dangerous by a healthcare professional. Cause was unknown. The customer changed the pump supplies to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 244 mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.